Event description:
Healthcare professional reported 3 weeks after injection to the marionettes, pre jowl sulcus and jaw with juvederm voluma xc patient developed "upper lip area large palpable lumps. Lip looking stiff and distorted, lip inverting due to mass in upper lip area." Patient was treated with hylase and "lumps appeared to be reducing." Four days later patient developed "left upper lip stiff large palpable lump or mass approximately 7mm." And marionettes and jaw "also lumpy." Patient again treated with hylase. Patient still presenting with "hard nodules in pre jowl sulcus."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of stiff lip with lumps is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.